Event description:
The pt experienced a sudden loss of stimulation and was unable to use his neurostimulation system. He was seen for reprogramming and all impedances were greater than 3600 ohms. The hcp determined the extension was fractured. The extension was replaced and impedances were good. The stimulation was good at original settings. The pt outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
Result: extension. The device has been returned to the manufacturer for analysis on 06/03/2008 which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.